Event description:
In 2001 femoral component, tibial plate, and patella component were implanted. Surgeon could not insert the articular surface into the tibial plate because the anterior part of the tibial plate was broken. Tibial plate was removed and the operation was completed without the tibial plate and articular surface. The following day, the articular surface and tibial plate with stem extension and block were implanted.